Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: distal end cap cracked; coupled charging device cover lens scratched; distal end plastic cover was cracked; bending section cover or distal sheath rubber was cracked; bending tube was shorten; connecting tube/passive bending had a scratch; control unit air/water nut painting peeled off; control unit suction cylinder painting peeled off; switch#1 had cuts; universal cord had buckles; connector/plug unit housing was damaged; and air/water channel was clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that when using an evis exera iii colonovideoscope, there was no flow from the air/water channel. The procedure was completed with the same device. There was a 10-minute procedural delay reported. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although it was confirmed that the air/water channel was clogged with foreign material, the specific material could not be identified. There was no obvious deviation from reprocessing steps outlined the instructions for use (IFU), nor physical damage noted at the location of the device where the foreign material observed. Therefore, the root cause of the event could not be determined. The event can be detected/prevented by following the IFU in sections: "inspection of the endoscopic system". "Inspection of the air-feeding function". "Inspection of the objective lens cleaning function". This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: the customer cannot confirm the origin of the debris. It was confirmed that the device was reprocessed before being sent to the repair center. Per the customer, there was no malfunction of the reprocessing accessories, and no delay in precleaning or manual cleaning of the device. The air/water channel was flushed during the precleaning. Also, detergent flushing, and brushing/wiping of the distal end of the device was performed during manual cleaning.